Event description:
The donor reported tingling in the fingers and severe abdominal cramps. Pump ratio fault message was displayed on the machine. The donor was removed from the machine. Tums were given, but the donor was not feeling better. 500 ml saline were then given and the paramedics called. Paramedics arrived and the donor was transported to the hosp. Verbal response from the hosp was the blood work was normal and the donor was released. The donor reported to the center that she was feeling fine now, and has no further problem. The center reports that the machine was set up correctly.